Manufacturer narrative:
The reason for this revision surgery was to alleviate a loose femoral stem after 9.7 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 743f1089. A total of (B)(4) complaints have been submitted against this part number and this is the (B)(4) reported for stem looseness. The remaining complaints have resulted from other issues such as infections and dislocations. No information was supplied that definitively described the nature or root cause of the looseness. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the femoral stem becoming loose.